Manufacturer narrative:
On (B)(6) 2015, an fse conducted on site follow-up with the customer to address the reported event. The fse performed troubleshooting with the customer and found that the nozzle alignment to diluent well was causing z axis errors. All sampler alignments were reset and tested. The samples were tested and run with no errors. The customer will verify qc. No further action required by field service. The aia-360 analyzer was functioning as intended with all issues cleared. The most probable cause of the reported event was due to the sample nozzle alignment not being done properly. This report is being submitted due to a retrospective review conducted under CAPA(B)(4) .

Event description:
On (B)(6) 2015, a customer reported error z axis home not found failure with their aia-360 analyzer. The customer is unable to run afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.